Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v785930, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was initially reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). Specifically, the patient noticed that their symptoms of wetting during the night was coming back and noticed that they were ¿wetting¿ a lot in the last week to 10 days. The patient stated that they¿ never been 100%¿ but noted that they stimulation had helped and wondered why ¿it suddenly stopped working¿. The patient had changed the programs because they had the return of symptoms and stated that they changed the settings a lot and had tried all the programs. The patient stated that they had no falls or trauma. It was also reported that the manufacturer¿s representative came out in oct and explained things to the doctor and the patient. It was verified that the ins was on and that the patient was currently on program 3 at 1.1 and did not feel the stimulation. The amplitude was increased to 1.3 where the patient noted it as too strong. The stimulation was then decreased to 1.2 where it was noted as ¿strong but comfortable both sitting and standing¿. It was also noted that the patient felt the stimulation in the vaginal area. The patient was going to leave at this setting and track their symptoms. The patient was also going to contact their healthcare professional (hcp) for direction as to how long to leave at these settings. It was later reported that the patient's programming was readjusted (B)(6) 2014. The patient did have a uti and was on antibiotics. The patient failed to keep her follow up appointment but it was rescheduled to the next week. Hospitalization was not required. Patient outcome was noted as no injury.